Event description:
A company representative reported that a patient was revised approximately 2 months post-operatively to address one migrated ozark screw at c7 and one ozark plate with a fractured locking mechanism. This report captures the plate.

Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.